Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. An interview was conducted with a cardiovascular surgeon. We asked about the cerebral hemorrhage and whether it was related to impella, but he said the connection is unknown. He commented that it cannot be said that there is no connection at all, but that the detailed cause is unknown. Death, cause of death: ami/vsp. Indirect cause of death: subarachnoid hemorrhage. Relation to impella: unknown based on doctor's comments.

Manufacturer narrative:
The impella device was discarded by the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding, the stroke, in order to make a cause determination, all of the clinical details would have to be provided. The root cause was unable to be determined due to insufficient clinical details. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.